Event description:
It is reported that during surgery in 2008, the itst locking nail cap was not installed into the itst nail. The surgeon was not able to get the nail cap to seat properly.

Manufacturer narrative:
Evaluation summary: the returned nail cap exhibits heavy damage to the leading threads. It appears to be shear damage. This indicates large initial torque applied while inserting the caps. The caps could also have been cross-threaded during insertion but is unknown. These damaged surfaces are preventing the cap to thread onto the mating component. It is advised to use the nail cap inserter and make initial contact with less force on the leading threads to prevent damage to the nail cap and also potentially on the nail threads. The returned device meets specification where measurable is its returned condition. Device history records indicate device manufactured to specification. The reported malfunction has caused or contributed to a series injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufacturers guidance document published by the FDA in march of 1997.